Event description:
MFR. Reference report: 1627487-2019-04610.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04610. It was reported that the patient was not getting adequate relief from the system due to lead migration. As a result, surgical intervention may occur.

Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-04610. It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.